Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was noted the customer was using a too short centrifugation time which may have affected the quality of the sample and contributed to the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's sample was run overnight in a pour-off tube, and the analyzer returned an alarm. The analyzer repeated the sample and the result was 0.5 miu/ml. This result was reported outside the laboratory. The doctor called and questioned the result as the patient had taken two home pregnancy tests and both were positive. The next day, the sample was repeated on the e601 analyzer and an e411 analyzer. The result from the e601 analyzer was 289 miu/ml. The result from the e411 analyzer was 304 miu/ml. The repeat results were considered correct. There were no adverse events. The hcgb reagent lot number was 177537 and the expiration date was 08/31/2015. The customer declined a service visit as they suspected the sample had a bubble in it.